Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads experienced a possible fracture. The leads were capped and replaced. No patient complications have been reported as a result of this event.